Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the drainage catheter had been in place for approximately one week. The facility went to flush the drainage catheter with some contrast utilizing a syringe, but the side of the catheter expanded, considerably weakening the wall of the catheter. The device was replaced, and there were no further injuries aside from the replacement procedure.